Manufacturer narrative:
A photograph was received and reviewed. A portion of the door latch hinge is shown to be broken. The cause of the hinge breakage cannot be determined. No further information was able to be obtained from the hospital regarding the patient or the incident. The possibility of an oblique or excessive force during et use or readjustment cannot be ruled out. Hollister will continue to track and trend the performance of anchorfast device in the post market surveillance system.

Event description:
It was reported that the strap holder hinge of the anchorfast endotracheal tube holder partially broke in use. There was no reported extubation associated with this event. No further information was able to be obtained from the user facility.